Event description:
It was reported to boston scientific corporation that a one step button initial placement gastrostomy kit (osb) was used during a percutaneous endoscopic gastrostomy procedure performed on (B)(6), 2011. According to the complainant, during the procedure the osb was pulled through the abdominal wall. When the sheath was peeled away the button flange detached from the device. The physician attempted to remove the whole button device using an obturator however then the button dome detached and fell into the patient's stomach. The button dome was removed endoscopically. The procedure was completed with a new one step button initial placement gastrostomy kit. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Manufacturer narrative:
A visual examination of the device found the external flange with plug to be cut/ torn off and placed inside the button body. The flange cut/tear was adjacent to the plug and cut/tear smooth in appearance. The button dome and distal portion of the button body were found to be detached from the button body. The button dome appears to have been cut away from the button body and also presents cut marks. The condition of the returned unit was consistent with the complaint incident that both the external flange with plug and the button dome were detached from the button body. Therefore, the most probable root cause is operational context.

Manufacturer narrative:
The device has been received, but an evaluation has not yet been performed. Therefore, a failure analysis is not available and we have not yet determined the relationship between this device and the cause for this event. If there is any further relevant information, a supplemental manufacturer's report will be filed.

Event description:
It was reported to boston scientific corporation that a one step button initial placement gastostomy kit (osb) was used during a percutaneous endoscopic gastrostomy procedure performed on (B)(6) 2011. According to the complainant, during the procedure the osb was pulled through the abdominal wall. When the sheath was peeled away the button flange detached from the device. The physician attempted to remove the whole button device using an obturator however then the button dome detached and fell into the patient's stomach. The button dome was removed endoscopically. The procedure was completed with a new one step button initial placement gastostomy kit. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.